Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 01:17am on (B)(6) 2023, as evidenced by the variance between the measured and calculated ethanol concentration in bottle 4 of 56.2% and 99% respectively. Specifically, a user failed to complete manual replacement of the reagent in bottle 4 (ethanol) in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.". At 01:17am on (B)(6) 2023, bottle 4 (ethanol) was not in contact with the corresponding sensor for five (5) seconds, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>. The station properties for bottle 4 (ethanol) were reset at 01:17am on (B)(6) 2023, with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100%. Due to the use error, the actual ethanol concentration of the reagent in bottle 4 (ethanol) remained at 59.2%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 (ethanol) with an ethanol concentration of 59.2% was used for the final dehydration step in both the "factory 1hr xylene standard" protocol started in retort a at 01:17am on (B)(6) 2023 and the "factory 1hr xylene standard protocol started in retort a at 19:35pm on (B)(6) 2023, from which sub-optimal processing of patient tissue samples would have been derived. Investigation of this complaint found the instrument functioned as designed during execution of the two (2) tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was documented: "retrort [sic]a (xylene free). The 1-hour samples came out raw and we had to reprocess all on a different machine. All solutions appear to have been changed correctly. We have discontinued use of the machine". On (B)(6) 2023 the assigned leica field application specialist-core histology, florida (fas) visited the customer site and documented that the affected patient tissue samples were derived from a one (1) "factory 1hr xylene standard" protocol comprising 186 cassettes, which started in retort a at 19:35:23 on (B)(6) 2023 and completed at 20:58:40 on (B)(6) 2023; the tissue type of the affected patient samples was "skin bx"; the size of the affected patient tissue samples was "0.1 x 0.1 mm" and the affected patient tissue samples were re-processed "...on a different machine". The fas recorded the ethanol concentration in bottles 3-10 inclusive both measured using a hydrometer and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% except for bottle 4. The measured ethanol concentration in bottle 4 was 66% and that calculated by the instrument software was 99%. On (B)(6) 2023, the assigned leica field applications specialist-core histology, florida received information from the complainant that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.